Manufacturer narrative:
(B)(4). Additional concomitant medical products: (B)(4), epoly 36mm rlc lnr mrom sz25, 658340; (B)(4), tprlc 133 mp type1 pps so 17.0, 3548549; (B)(4), ti low profile screw 6.5x30mm, 413040; (B)(4), regen/rnglc+ ltd 60mm sz 25, 907540. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11466.

Event description:
It was reported that a patient underwent an initial right hip procedure. Subsequently, the patient was revised due to infection. This was a stage I revision with the removal of the head and poly liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The sterile certificate was reviewed and the devices were sterilized per specification prior to release. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.